Event description:
A healthcare professional called for help with her facility's contour system. She alleged that they had received control test results that were out of specification and wanted the test strips evaluated. No other information was provided. No adverse events were alleged. The customer's initial complaint did not meet the criteria to be reported, but the test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The lab found the returned reagent to read e11 (confirms exposure) and 40 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.